Event description:
It was reported that a female resident was found stuck in between the bed frame and side rail. The plastic sleeve inside the bracket broke causing the rail to come out of the bracket and the rail fell. Resident's arm got caught in between the bars of the rail. Sales rep to visit home for evaluation of rail in question and other rails in the facility.